Event description:
Information alleged that the bed was not working. Will not raise. No injury reported.

Manufacturer narrative:
Technician found that the head will not go up. Cause: bad manifold. Replaced the manifold valve to resolve this issue.